Manufacturer narrative:
Problem code 1437 captures the reportable event of fiber connector overheated. Investigation results: one flexiva 200 laser fiber was returned in one piece with tip detached. The fiber measured approximately 313.7 cm from the top of the connector distal tip. Exposed glass portion of the distal tip measured approximately 3 mm and was consistent with a fracture, likely as a result of handling during the procedure. Additional examination under magnification revealed that the fiber tip was fractured with a portion detached. Visual examination revealed that light cannot travel to the fiber face within the sub miniature-a (sma) connector to illuminate it, this indicated that the fiber was broken within the connector, resulting in the reported overheating during the procedure, likely as a result of handling during setup of the device and confirming the complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device e history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
Note: this report pertains to the first of three flexiva 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that three flexiva 200 laser fibers were used in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 30 watt console with a laser settings of 20 hertz and 0.3 millijoules. According to the complainant, during the procedure, it was noted that the sma connector of the laser fiber was hot to touch after several minutes of usage. A second and third of the same device were used and the same issue occurred. Reportedly, there was no burn injury to the user and it was thought that the laser unit also overheated. The procedure was completed with the same laser unit and a fourth flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of three flexiva 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on april 16, 2019 that three flexiva 200 laser fibers were used in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 30 watt console with a laser settings of 20 hertz and 0.3 millijoules. According to the complainant, during the procedure, it was noted that the sma connector of the laser fiber was hot to touch after several minutes of usage. A second and third of the same device were used and the same issue occurred. Reportedly, there was no burn injury to the user and it was thought that the laser unit also overheated. The procedure was completed with the same laser unit and a fourth flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.